Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 12/2022. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during biopsy, the device was allegedly difficult to remove and there was an audible noise. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device was returned for the evaluation. Visual evaluation was performed and noted that device appeared to have blood residue on the distal end of the needle. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. The sample notch was found to be bent backwards when positioned on a flat surface. Functional test was not performed due to condition of the device. Dimensional evaluation was performed for the sample notch thickness and for the notch bend, it's noted that both measurement was not within the acceptable range. Therefore, the investigation is confirmed for the identified bent needle issue, as dimensional measurement was not within the acceptable range. The investigation is inconclusive for the reported failure to fire and difficult to remove as functional test was not performed due to condition of the device. A definitive root cause for the alleged difficult to remove, failure to fire and bent needle could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g3, h6(device, method). H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during biopsy, the device was allegedly difficult to remove and there was an audible noise. The procedure was completed using another device. There was no reported patient injury.